Manufacturer narrative:
Exemption number e2017017. (B)(4). The evaluation of the reported issue showed that the system works as specified. The investigation was performed in detail and no failure of the system was determined. According to the provided log files, the operator activated the centering button to center the column causing the detector to move as well. Therefore, per specifications the column moved down in floor direction where the patient was lying on an external table. The correct workflow while moving the system is described in the operator manual with document ID xpd3-500.620.02.02.02. According to chapter [?] Safety' on pages 17 and 26 of this instruction, nobody should be in a collision zone during system movement. It is in the responsibility of the operator to move the system while a patient is in the collision zone. This report was submitted october 20, 2017.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
It was reported that a customer was trying to make an x-ray exposure of the patient on the axiom luminos drf system using an external patient table. The customer initiated movement by pressing the centering button. According to the customer, the column went down and squeezed the patient. It is unknown whether any injuries are attributed to this event as the customer will not release information about patient status to siemens. It is know that the patient is in a stable condition. The reported event occurred in (B)(6).